Event description:
Port was placed 2 1/2 years ago. Port broke in the pt. Port separated from catheter. Fractured subcutaneous vascular access port, requiring endovascular retrieval of fractured catheter fragment.